Manufacturer narrative:
Follow-up: additional information. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power on monitor) was confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, all of the battery tri-cells were depleted. The cause of the inability to power on a monitor is the depleted cells. The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.